Event description:
Night vision permanently impaired from lasik eye surgery performed by lasikplus in (B) (6). At night, lights have a large starburst/glare and make night driving dangerous for me in heavily populated areas.